Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "did not meet distributor specifications" could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device contained foreign "debris in the sterile pouch." The device was not used during surgery. There was no injury or medical intervention reported. There is no additional info provided.